Manufacturer narrative:
The company rep examined the system and noted a system message (sm) "vent valve failed closed". The company rep replaced the poron washers to address the sm "vent valve failed closed". The system was then tested and met all product specs. There was no sample returned for eval. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause can be attributed to nonconforming poron washers. An internal investigation has been opened to address this issue. (B)(4).

Event description:
A customer reported that during a cataract with intraocular lens implant procedure, the system displayed a system message indicating a lack of fluid in the system and instructing them to restart the system. The message persisted even after the system had been restarted and the cassettes replaced. It is unk if there was any impact to the pt involved. Add'l info has been requested but none has been provided to date.